Event description:
Drive devilbiss healthcare was notified of an incident involving a transfer bench by an end user, who stated that he sustained "bleeding and injury" while transferring out of his tub. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Event description:
Bliss healthcare was notified of an incident involving a transfer bench by an end user, who stated that he sustained "bleeding and injury" while transferring out of his tub. Drive contacted the end user's wife, and she reported that the end user fell but did not sustain any injury. The end user's wife also reported that the end user has died since the incident, but that there was no link between the fall and his death. Drive will not be able to perform a product evaluation since the product has been discarded. Drive will continue to monitor complaints for any related trends.